Event description:
It was reported that during a procedure, metal flakes were generated by the unit. It was further reported that metal flakes came off the tip of the unit. There were no reports of any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.